Event description:
The customer reported falsely elevated alinity I stat high sensitivity troponin-I results on two patients. The following results were provided: (B)(6) 2023 sid (B)(6) = 134.5 ng/ml, repeat = 21.6 ng/l (range: 0-53 ng/l). (B)(6) 2023 sid (B)(6) (64-yr old female) = 150.8 ng/l, repeat = < 2.7 / < 2.7 ng/l (range: 0-53 ng/l). No impact to patient management was reported.

Manufacturer narrative:
Abbott field service (fs) investigated the issue on site. Fs troubleshooting included calibrating the alinity pipettor probe. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of the alinity I sn# (B)(4) service history was not able to identify or confirm any additional likely causes. A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the alinity I immunoassay systems revealed no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no product deficiency was identified for the alinity I (sn# (B)(4) analyzer or probe. Section a1 patient identifier sids: (B)(6) (64-yr old female).